Event description:
It was reported that the patient neurostimulator device was explanted on reported event date. There was no alleged product issue. A revision of the lead and battery was reported as a result of the event. The patient was in a car accident and lost therapy. It was later reported that the manufacturer representative believed that the patient was receiving effective therapy. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# va0ge4r, implanted: (B)(6) 2014, explanted: (B)(6) 2015, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).